Manufacturer narrative:
Investigation summary: bd had not received samples, samples were not received in package we received on 6/24/2021 but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. The spraycoat pattern that is seen is a normal result of the application of the additive per the specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer¿ k2 edta (k2e) 7.2mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "customer is reporting that they received a styrofoam tray from quest and the tubes have condensation in them, this was discovered today."